Event description:
Medtronic emergency response systems engineering initiated an investigation based upon failures of the device therapy connector. A failure of the connector could result in an inability to administer device defibrillator and pacing therapy to a pt.